Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The patient reported that her first interstim device hadn't been working right so she got it replaced with her current interstim device. The patient stated that she had been urinating a whole lot more and wasn't feeling stimulation. The patient went into the doctor¿s office to have the device checked and a manufacturer representative (rep) used his device to check the implant and did all this different testing. The patient stated that she could feel stimulation in certain areas but not where she had been feeling it before and they decided to replace the implant. The patient did not have any therapy concerns with their current implant. No further complications were anticipated/reported.